Event description:
It was reported that the cord of the battery charger became hot and burned. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.